Event description:
The customer did not state the nature of the problem. Investigation of the posey chair belt sensor shows that when the belt was opened, it did not alarm. No pt injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection of the belt shows that it does not alarm when the buckle is unlatched.